Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with unsigned note that stated, "broke." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device is to be repaired at the user facility by the biomedical tech. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.